Event description:
It was reported to philips that the paddles were found to be defective during testing. The device was received by bench repair and an evaluation was performed by an authorized bench technician. The reported issue was confirmed and it was determined that the paddles needed to be replaced to resolve the reported issue.

Manufacturer narrative:
It was reported to philips that the paddles were found to be defective during testing. There was no patient involvement. The device was received by bench repair and an evaluation was performed by an authorized bench technician. The reported issue was confirmed and it was determined that the paddles needed to be replaced to resolve the reported issue. Upon conclusion of the evaluation, it was determined that the customer's problem was attributed to the paddles, for which the customer declined repair. The device remains at the customer site and no further evaluation is warranted at this time.